Event description:
Customer reported that he has been hospitalized three times due to low blood glucose. Customer stated that the blood glucose reading at the time of hospitalizations were between 30 to 40 mg/dl. Customer stated that he was having problems with his insulin pump and with his sensor. Customer stated that he had open circles on the screen of his insulin pump and is not communicating with his senor, it's constantly getting weak signal because the antenna on the sensor is bent. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2014-00754.